Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional mitraclip referenced in is filed under a separate medwatch report number.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported this was a mitral valve and tricuspid valve procedure performed on (B)(6) 2022. One mitraclip was implanted on the mitral valve without issue reducing the functional mitral regurgitation from 4 to 1. To treat the tricuspid valve, a mitraclip was implanted off-label on the tricuspid valve. A second mitraclip was advanced to the tricuspid valve, however the this clip made contact with the first clip on the tricuspid valve causing a single leaflet device attachment (slda). The second clip was implanted which helped stabilize the slda clip and tricuspid regurgitation was reduced from 4 to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) is the result of the reported dislodged clip (device damaged by another device). The reported device damaged by another device of dislodged clip appears to be related to procedural conditions. The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.